Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia (cpg) roller pump displayed a 'belt slip' message. The roller pump was rebooted and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass, whereby they got a 'belt slip' error on a roller pump, position unspecified. The problem was mitigated by turning the roller pump off and turning it back on. There was no delay, no blood loss, and no change out, and the surgery was completed successfully. The manufacturer's clinical specialist attempted to contact the customer to ask what position on the hlm base the pump was, but got no response.

Manufacturer narrative:
The field service representative (fsr) could not duplicate any issues after he tested and verified the belt and completed release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log analysis, on (B)(6)2022 the small roller pump labeled 'follower' reported at least two 'underspeed (belt slip)' events. Most likely the pump was used for a cardioplegia master/follower pair. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.